Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. In addition, the customer reports that due to his meter being in the incorrect unit of measure he was admitted to a local hospital, diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the letter.